Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 16may2019. International UDI # (B)(4). A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported a battery failure. There was no patient involvement.

Manufacturer narrative:
Date of report: 19jul2019. Date received by manufacturer: 08jul2019. The customer reported that the device could not detect the battery. The cause of the trouble was a broken battery. The customer reported that the battery was replaced to address the reported problem. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event. Customer resolved.